Manufacturer narrative:
Lot number or product was not provided by the rptr therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Extensive nerve damage [nerve injury]. Loss of balance [balance disorder]. Nausea [nausea]. Numbness in hands, legs, feet, and shoulder [hypoaesthesia]. Tingling in hands, legs, feet, and shoulder [paresthesia]. Case description; a consumer reported that they, a female age (B)(6), used fixodent denture adhesive, version unk cream and super poligrip denture adhesive, both beginning in 2004 through (B)(6) 2010 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, extensive nerve damage, loss of balance, nausea, numbness in hand, legs, feet, and shoulder, and tingling in hands, legs, feet, and shoulder. Health care professional was visited. Treatment: medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.